Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a french patient had developed a red, itchy irritation. Patient mentioned having delicate skin. The patient decided to end use as a result of the rash and his doctor agreed. During a follow-up, it was reported that the patient's irritation improved.